Manufacturer narrative:
The subject device was received and evaluated. Device inspection , service repair noted reduced angulation observed and is due to stretched angle wires. The customer reported issue could be confirmed. In addition, surface damage / scratch / floating on ultrasonic transducer (pink probe) was observed. Service repair noted the adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. Furthermore, the following findings during inspection were noted : -gap of adhesive on a-rubber - the universal cord / video cable has wrinkles / cut / scratch / discoloration / stickiness -defects of whole distal end. There is a stain or discoloration on the distal end of the endoscope -deterioration or discoloration due to chemical stress during reprocessing -cracking of the grip/handle/control body unit investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of bending manipulation and insertion tube defects. The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found the adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. Surface damage observed, floating on ultrasonic transducer (pink probe).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the adhesive on the distal end is peeled most likely due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The specific root cause of the peeling adhesive could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.